Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery. Rotablation was performed with an unknown device and a 3.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced. During the first inflation of the bdc, the balloon ruptured between 8-10 atmospheres. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.¿